Event description:
The customer reported that the image on the olympus video system center would not synchronize and instead became intermittently present. According to the initial reporter, this event did not have any patient involvement.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Correction to g2 to add the foreign country brazil. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated by an olympus repair technician and the user complaint was confirmed due to a faulty printed circuit board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 6 months since the subject device was manufactured. Based on the results of the investigation, the root cause of why the printed circuit board failed could not be identified. Olympus will continue to monitor field performance for this device.